Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
Customer's father reported via phone call that insulin pump was damaged. Customer's father stated that screw cap was starting to break off and damage was occurred on rim of reservoir compartment. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.